Event description:
The customer stated an architect c16000 analyzer generated a falsely elevated potassium result for one patient sample. The analyzer generated an initial potassium result of 6.1 and a repeat potassium result of 4.3. The falsely elevated potassium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The abbott field service (fsr) found a gel-like buildup in the ict reference (iref) solution cup. The fsr cleaned the iref cup and probes, flushed the ict lines and module with sodium hypochlorite and di water, verified tubing and syringes were ok, and verified performance of the ict module with calibration and quality controls. Follow-up with the customer 10 days later confirmed no further occurrence of inconsistent potassium results were noted. Tracking and trending did not identify an adverse trend linked to dirty/contaminated iref cups causing discrepant ict results. Labeling was reviewed and found to be adequate. Based on the investigation,, the identified the probable cause to be the gel-like buildup in the iref cup, and cleaning the iref cup, probes, ict module and ict lines resolved the issue. The evaluation did not identify a deficiency of the ict reference solution cup or the c16000 system.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.